Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The reported issue was confirmed. The most likely root cause was traced to device design. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the surgeon was asked to push the two green buttons to reactivate the handles but nothing worked. It was stated that there was a yellow warning sign with the handle being circled in red and crossed out. At that time, the handle as not upgraded. The handles were upgraded but still did not work. Handles from another provider was used. There was no patient involvement.